Event description:
The manufacturer received information alleging a ventilator was not reaching the set oxygen value. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging that a ventilator was not reaching the set oxygen value. There was no harm or injury reported. The ventilator was returned to a third-party service center for evaluation and the customer's complaint was confirmed. The device's sensor board was replaced to address the issue.